Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during drain one of five, while the hp was connected. The hp stated that they disconnected prior to the alarm, but reconnected after the alarm in order to drain. The technical service representative (tsr) had the hp close all of the clamps, disconnect, and cycle the power on the hc device to clear the alarm. The tsr assisted the hp in removing the cassette and advised to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, improper disconnection was reported and is a known cause of this alarm. The "homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device, provides step-by-step instructions for properly disconnecting during emergencies. It also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.